Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise leading to pacing inhibition for periods of up to approximately 15 seconds and thus causing patient to experience syncope. The source of the noise was believed to be due to myopotentials. The patient was also reported to have earlier fallen and broken their arm although this was thought to be due to a trip and was not episode related. As the patient was pacemaker dependent, the pacemaker was reprogrammed and remains in service. No additional adverse patient effects were reported.